Event description:
Customer reports low hba1c values for the past 3 months with lot #0578 hgba1c. No injury was reported but customer stated that "medication has been reduced or discontinued entirely on at least 100 patients."

Manufacturer narrative:
Customer was unable to provide exact data to support the event reported in the complaint. Customer reports that no scheduled maintenance has been performed and no controls have been run.